Manufacturer narrative:
The device was received deployed. The device completed first prime at 47 pulses and was deactivated at 57 pulses. No alarms, timeouts, nor drive stalls were observed in the data. No damages nor defects were observed to the device that would prevent the needle mechanism from deploying. Even though the device was received fully deployed and without faults, it could not be conclusively determined if the needle deployed when intended. The soft cannula was not observed through the needle well because the exposed portion was torn off. The soft cannula was observed to be shortened to .573in. It could not be determined when this damage to the soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.